Manufacturer narrative:
(B)(4). The customer returned one opened hemodialysis set with various components for evaluation. The ars syringe and introducer needle were visually examined and no defects or anomalies were observed. The syringe was vacuum tested per inspection procedure by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger did not return to its original position. The plunger was rotated 45 degrees clockwise and the test was repeated. The plunger did not return to its original position again. The syringe was used to draw water from a 200 ml measuring cup. The syringe did not fill completely with water when the plunger was extended to its maximum. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the ars syringe leaking in use was confirmed during the sample investigation. Functional testing was performed on the returned ars syringe and it was confirmed that the seal was faulty. A DHR review was performed and no relevant findings were identified. A non-conformance request has been generated to further investigate this issue.

Event description:
Customer complaint alleges the ars syringe could not aspirate. Alleged issue was detected during insertion. It was reported there was a delay in therapy. The issue was resolved with a new kit. It was reported there were no patient complications.

Manufacturer narrative:
(B)(4). The device has been received by the manufacturer, however the evaluation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the complaint investigation.

Event description:
Customer complaint alleges the ars syringe could not aspirate. Alleged issue was detected during insertion. It was reported there was a delay in therapy. The issue was resolved with a new kit. It was reported there were no patient complications.